Event description:
New information received noted that the patient was asymptomatic to the event and claimed they were feeling fine when they came to the clinic. The lead did not exhibit any electrical anomalies, all the measurements were normal.

Manufacturer narrative:
H6 codes should reflect non-return.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-18332. It was reported that the patient presented for procedure. The patient¿s right ventricular (rv) lead was explanted due to cardiac perforation. During the replacement procedure, the replacement rv exhibited loss of capture, failure to sense, and low impedance. The physician opted to replace the lead; a new lead was successfully implanted. The patient was in stable condition.